Event description:
It was reported that among 30 da vinci assisted single port nipple sparing mastectomies that was a part of a clinical study, 8 patients were found with thermal blisters near the medial breast area. The physician stated there's no impact on the patient other than cosmesis that there will be scars upon healing. The procedures were completed as planned without device malfunction occurred. The physician thought the cause of the blisters may be due to the tissue tension applied near the skin due to the number of retraction instruments. The physician uses two instruments for retraction in single port surgeries, where she uses three instruments in multi-port surgeries.

Manufacturer narrative:
The root cause cannot be determined at this time as there's insufficient information regarding procedure dates at this time.